Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box showed no evidence of a short battery life due to the data from the date of the complaint being overwritten. A short battery life warning was in the black box due to normal wear. The ez-prime steps were performed correctly. All the currents read within specifications. The short battery life complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was cracked below the grip pad and the battery cap was able to fit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.